Event description:
Istat pt/inr cartridge lot s14293 reagent validation failed. Correction between the istat and lab analyzer (stago) exceeded the laboratory's acceptance limits (+/- 0.5 inr and/or 20 percent) for pt testing. Nine out of 16 pts tested on the istat failed to correlate with the stage coagulation analyzer.